Event description:
A medtronic xomed sales rep reported for the dr that the pt's left true vocal chord is paralyzed following thyroid surgery and use of a nim response. The dr reported that the nerve tissue might have looked like suspect tissue to be resected and clipped it. The dr also reported that the nim did not alarm. The dr says that it is too early to tell if permanent injury has occurred.